Event description:
It was reported that the device showed double counting of r-waves along with one oversensed event. It was also reported it occurred at implant and resolved over time and may have been an open grommet that has since sealed. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.